Manufacturer narrative:
The device was not returned for evaluation. A review of the DHR identified no issues identified during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Without a product sample, we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.

Manufacturer narrative:
Depuy spine has requested return of the device. Upon receipt, an evaluation will be performed and a follow up will be submitted.

Event description:
Contact reported the tip of the torque shaft was broken inside the set screw. This breakage resulted in a 30 minutes surgical delay.